Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the valve seal disengaged resulting in rapid loss of abdominal pressure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an investigation of one device. The visual inspections noted that the valve seal was disengaged. The obturator, lock collar, trocar balloon and dissector balloon were received. The inflation syringe was received. The insufflation bulb was received. A functional evaluation found that the trocar and dissector balloons were inflated, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.